Event description:
Dermatologic infection/allergic reaction to exofin used on puncture site for watchman procedure leading to delayed healing response in 4 patients. Ref reports: mw5157253, mw5157254, mw5157255.